Event description:
The customer reported to olympus, during inspection for a therapeutic procedure, the endoeye flex deflectable videoscope had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on the charged coupled device (ccd) unit and dirt on the electrical contact of the video plug, b30 (scope communication error) occurred, the bending section cover (a-rubber) had a scratch, the adhesive on the a-rubber had a chip, the control unit, the grip, switch 1, the angulation lever, the up/down plate, the right/left plate, the lock engagement (fe) lever, the light guide cover glass, and connector and video connector case had a scratch, the label on the video connector was peeled, and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue was caused by breakage or disconnection of the image sensor unit due to stress of the repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.